Event description:
It was reported that the patient was seen in the emergency room due to syncope. The right ventricular lead exhibited loss of capture and loss of sensing. A chest x-ray revealed the lead dislodged due twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.